Manufacturer narrative:
Initial and final MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number (B)(4). Event occured in the united states it was reported that the patient experienced an adhesive malfunction on 23-feb-2026, with the tape not adhering properly during use. The infusion set had been in use for one day. No further information is available.